Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 1627487-2021-13157. Related manufacturer report 1627487-2021-13160. Related manufacturer report 1627487-2021-13161. It was reported that the auto reducing issue was observed. Patient experienced increase pain. Upon interrogation of the system, high impedance issue was observed on the l5 lead. Upon x-ray review lead migration issue was observed on the s1 lead and l3 lead had fracture issue. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
New information received states that surgical intervention took place on april 12th, 2021 wherein the l3 and the l4 leads remains implanted and inactive and it is not connected to the ipg. The l5 and s1 leads were explanted. Two new leads were implanted at the t10-t11 position which were attached to the ipg.